Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer via a company representative regarding the consumer's implanted system which was used to deliver morphine (10 mg/ml at 0.75 mg/day). The indication for use was non-malignant pain and chronic low back pain. On 2016-06-16 it was reported that on the patient had their pump refilled on (B)(6) 2016 and within a week or two (also reported as approximately (B)(6) 2016) they felt an increase in back pain from "0 to 10," dry heaving, diarrhea, and a medicine taste in their mouth. The patient reported that they have had multiple episodes since (B)(6) and the episodes last up to 3-4 days and then get somewhat better. The patient was seen in the hospital on (B)(6) 2016 because at 4:00 am on (B)(6) 2016 the patient awoke with severe stabbing back pain, dry heaves, chills and diarrhea. The patient was admitted to the hospital. The diagnostics and troubleshooting performed was that the pump was interrogated and the logs were head on(B)(6) 2016. There was no active alarms noted and the reservoir volume read 28.6 ml. It was also noted that no actions/interventions had been taken at the time of the report; pain management had been consulted. At the time of the report the patient was alive with no injury. Additional information was reported by the healthcare professional (hcp) on 20 16-06-24. The patient had experienced intermittent withdrawal symptoms and a few days later they would go back to normal. It was noted that the issues were worse at night. A (B)(6) study was done on 2016-06-24 with the patient lying flat to match their position at night; the hcp was able to aspirate freely and no issues were found. The hcp confirmed that the pump was fine and no issue had been seen with the volumes at refill. The hcp had ruled out the system as a cause at this time and would be assessing the patient further.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.